Manufacturer narrative:
Product analysis: sluggish performance and error were confirmed. The analyzer failed functional testing, and was found to have disturbed pins on the patient connector. The analyzer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during an implant, the programmer displayed sluggish performance and response times in device mode, analyzer mode, and transition between the two. It was further reported that programmer displayed a black screen, during the atrial threshold test. It was noted that this screen contained a message that indicated that emergency pacing was available. A different programmer and analyzer were used to complete the procedure. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event. The analyzer tested out of specification, during analysis.